Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the hospital technologist advanced the ruby coil lp into the target vessel; however, the physician did not like the initial placement of the ruby coil lp. Subsequently, while retracting the ruby coil lp to reposition it, the hospital technologist bent the pusher assembly of the ruby coil lp. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.